Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient had experienced a severe hypoglycemia due to a call service alarm issue. Reportedly, on an unspecified date, the patient¿s blood glucose (bg) was at 60 mg/dl with symptoms of confusion and cognitive impairment. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly discontinued pump therapy with no information provided regarding any recent adjustments to the pump settings. Customer technical support agent reviewed the event with the reporter. It was reported that the pump alarmed for a motor rewind error related call service alarm and the patient was attached during prime when clearing the alarm. This complaint is being reported based on the allegation that the patient experienced severe hypoglycemia related to a use error in that the patient was attached during the prime step.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the reported call service alarm issue was verified in the black box but not duplicated in the evaluation. Review of black box data found record of call service 078 alarm, a motor rewind error related alarm. The total daily deliveries correctly reflected user¿s programmed basal setting. The pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. Bolus delivery exercises were completed and recorded correctly. Pump delivery accuracy was within specifications.